Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer also reported that they had compromised force sensor system during the rewind. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.